Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of the interlobar fissure on a video assisted thoracosocpic lobectomy, the surgeon was able to press the green button but the stapler was not able to fire. They replaced abnormal reloads with a new one. There was no patient injury.